Manufacturer narrative:
No pt information provided as no pt was involved in this concern. RMA issued and a new vertek arm was sent to site. Upon evaluation of returned part, the handle retainer screw has been broken allowing the handle to unscrew without adjusting the vertek arm. Both covers at the central joint are missing exposing internal mechanisms. One of the exposed pieces is chipped. As is, the vertek arm is stiff with both ends loose. Replacement part dispositioned.

Event description:
A medtronic representative reported that the vertek arm associated with this stealthstation tria navigation system cannot be tightened properly. There was no pt present.